Event description:
A customer reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with the reset process, after which the customer successfully started their sensor session without the error reoccurring.